Event description:
Info rec'd indicates, the brake will not hold when engaged.

Manufacturer narrative:
The tech found the brake linkage was worn. The tech replaced the four casters and used a brake/steer upgrade to repair the stretcher.